Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) was displaying a gas bench error and stopped providing gas readings. They replaced cables, and they made sure to warm up the multigas unit before use. The error still appears. They put in a known good working gas module and that one worked without any issues on this bedside. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the gas unit, but model and serial number information was noted as no information (ni). Bedside monitor: model: ni. Sn: ni.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) was displaying a gas bench error and stopped providing gas readings. They replaced cables, and they made sure to warm up the multigas unit before use. The error still appears. They put in a known good working gas module and that one worked without any issues on this bedside. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was displaying a "gas bench" error and stopped providing gas readings. They replaced the cables, and made sure to warm up the multigas unit before use, but the error was still appearing. They swapped in a known working gas module, which was working as intended. No patient harm was reported. Investigation summary: a warranty exchange was initiated for the reported device. The returned device was evaluated by nihon kohden repair center (nk rc). They were not able to duplicate the reported issue. The device operates to the manufacture's specifications. No evidence of device failure was found. The root cause is most likely man (user education).

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was displaying a gas bench error and stopped providing gas readings. They replaced cables, and they made sure to warm up the multigas unit before use, but the error was still appearing. No patient harm reported.